Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nicu nurse getting alert 113 (reduced water temp control) in an arctic sun device. Patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 29.6c, flow rate (fr) was 0.2lpm. Explained the correlation between flow rate and heater capacity. The tubing was looped so we adjusted the tubing and disconnected the pads then reconnected using proper technique. Flow rate (fr) settled at 0.9lpm. Guided to diagnostics: system hours 1939, pump hours 1824, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 100 percent, flow rate (fr) was 0.9lpm. They will call back if they have any other issues. Per follow up information received via phone on 17feb2026, spoke with the charge nurse who confirmed pad was neonate size and was used through the remainder of treatment. They did not recall any therapy materials being retained for a return. They would double check. Took information.

Event description:
It was reported that nicu nurse getting alert 113 (reduced water temp control) in an arctic sun device. Patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 29.6c, flow rate (fr) was 0.2lpm. Explained the correlation between flow rate and heater capacity. The tubing was looped so we adjusted the tubing and disconnected the pads then reconnected using proper technique. Flow rate (fr) settled at 0.9lpm. Guided to diagnostics: system hours 1939, pump hours 1824, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 100%, flow rate (fr) was 0.9lpm. They will call back if they have any other issues. Per follow up information received via phone on 17feb2026, spoke with charge nurse who confirmed pad was neonate size and was used through the remainder of treatment. They did not recall any therapy materials being retained for a return. They would double check. Took information.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.